Manufacturer narrative:
Product complaint # (B)(4). Reports under mrn 1818910-2021-13594 are being retracted as the report (s) is/are duplicate(s) of reports under mrn 1818910-2021-13764 all future reports will be reported under mrn 1818910-2021-13764. Reports under mrn 1818910-2021-13594 are being retracted as the report (s) is/are duplicate(s) of reports under mrn 1818910-2021-13764.

Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for left knee patellar grinding, clunk : patella clunk syndrome. Event is serious and is considered moderate. Additional information indicated the patient underwent a closed reduction/manipulation to address indicated issues as well as synovectomy, and hypertrophic scar removal on (B)(6) 2021. Date of implantation: (B)(6) 2020, date of revision #1: (B)(6) 2021, date of event (onset): (B)(6) 2021, (left knee).